Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer's wake button would not turn on the screen when pressed. During troubleshooting with tandem technical support, the wake button was functioning as intended. Additionally, the customer reported was unable to see drops of insulin exit from the end of the tubing. The customer replaced the tubing, however additional units of insulin were needed before seeing insulin drops. The customer's blood glucose (bg) level was elevated and delivered a correction bolus to address bg level. The customer's blood glucose was 310 mg/dl and decreasing while contacting tandem technical support. Reportedly, the customer stated it was possible the high bg was related to a large meal and daily exercise routine. The customer reported would continue to use the pump and had manual injections as alternate insulin therapy.

Manufacturer narrative:
(B)(4).